Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A device history record review showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. A CAPA file # (B)(4) was opened to further investigate this issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from (B)(6) 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently under effectiveness verification. Customer complaint cannot be confirmed, based only on the information provided. In order to perform a proper investigation it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges the device "does not screw into flow meter". Alleged defect was reported as detected prior to use. No report of patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the device was unopened in the package. This sample was received with the water reservoir of the aquapak and the humidifier adaptor. No damages were found on the thread of the adaptor. Functional testing was also performed and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
Customer complaint alleges the device "does not screw into flow meter". Alleged defect was reported as detected prior to use. No report of patient involvement.